Event description:
The sense / pace and defibrillation portions of the lead were capped due to farfield p-wave oversensing. The oversensing led to periods of asystole. A new lead was implanted without incident. The ICD was electively replaced during the lead revision.